Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a cracked syringe case. The fse replaced the syringe case to resolve the issue. Age/date of birth, weight, and ethnicity: information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) were generated with low anion gap on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.